Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that his blood glucose was dropping from 150 to 84mg/dl and from 104 to 50mg/dl. The customer called back and stated that his insulin pump alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and the device failed the test. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Motor passed the motor test and no motor error alarms observed during testing. The device communicated properly with sensor test. No unexpected low suspend alarm occurred. No physical damaged noted during the visual inspection.